Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the proximal portion of the apex balloon catheter. The hub, hypotube, and the exit notch portion of the device were returned. The distal shafts after the exit notch, balloon, markerbands, and tip were not returned for analysis. The shaft was microscopically examined. The exit notch was torn and the shaft was completely separated distal of the exit notch. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the device had a hole. A 2.50mm x 12mm apex¿ balloon catheter was advanced for dilatation. However, during the procedure, it was noted that the device had a hole. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.